Manufacturer narrative:
This report is being submitted for additional information received regarding olympus hygiene microbiological investigation results. Please see updates to h10. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The operating channel tested positive for less than one colony forming units (cfu) per endoscope of burkholderia cepacia. The suction channel and tested positive for less than one colony forming units (cfu) per endoscope of revivable microorganism. The total scope tested positive for one (1) cfu per endoscope of microorganism. The obtained results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information regarding device returne and device evaluation findings. Please see updates to d8, d9, h3, h4, h10. The returned device was evaluated. There were few findings. The adhesive of the bending section cover had white clouded area. Universal cord was damaged. The probe unit was defective. The investigation is ongoing. A supplemental will be submitted for completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
Correction to h2, device evaluation was inadvertently not checked on the second supplemental report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, all channels and distal end of the scope were cultured. The channels tested positive for more than 100 colony forming units (cfu) per 100 milliliter (ml) of microorganism. No microorganisms were detected at the distal end. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Upon follow up, the customer indicated that the device was quarantined and not used in a procedure while waiting for the test results. The device was last used in a procedure and last reprocessed on (B)(6) 2023 at the customer site. The sample was taken few hours after reprocessing. The device was stored in a sterile environment before sampling. As per the customer, no patient infection occurred. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after reprocessing. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lower three times in water during aspiration. Aspiration was done with both first and second position of the suction valve. The air/water and balloon channels were flushed with air and water by using maj-1444 and maj-629. The device passed the leak test. The detergent used for manual cleaning was anios. The instrument /suction channel, balloon channel, suction cylinder and instrument channel were brushed. The distal end was brushed with the channel-opening brush and single use soft brush (maj-1888). The distal end was not flushed with maj-2319 (distal end flushing adapter). The automated endoscope reprocessor (aer) used was dt4. There was no defect on the reprocessor. The detergent used was anios and disinfectant used was endodis, endodet and endoact. All channels were connected with tubes when the endoscope was setting up into the automated reprocessor. The disinfection solution was within the expiry date and the disinfection solution met all the minimum effective concentration. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the instructions for use. There were no abnormalities with the rinse water treatment. The device was dried in medical air. The endoscope was stored in a simple cabinet. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.